Event description:
During a laparoscopic cholecystectomy procedure the clips crisscrossed at the bottom when clipped across the duct. Clips had to be removed and a new clip applier opened. There was no patient consequence.